Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a damaged winged luer cap. This was observed during filling with an unspecified volume of sodium chloride. There was no patient involvement. No additional information is available.